Manufacturer narrative:
B3: date the incident occurred is unknown. Literature article published online date 13-nov-2022 was used as the event date. Updated b5. Updated h6: added b11 and b22. Replaced c21 with c20. Replaced d16 with d15. Updated g3a. The complaint was initiated based on information received through literature review. The literature describes potential events involving device migrations. A unique device identification numbers were not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performances nor the products themselves were returned for evaluation. The author was contacted to provide a clinical perspective regarding the gore devices and the reported event, but no response was received. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following literature article was reviewed: jubouri, m., surkhi, a. O., tan s. Z. C. P., bailey, d., m., williams, I., m., bashir m. Can the fenestrated anacondatm salvage failed competitor endografts? An international frame of reference. Asian cardiovasc thorac ann. 2023;31(7):582-588. Doi:10.1177/02184923221138505. The study is an analysis of patients with abdominal aortic aneurysm [aaa] and previous endovascular aortic repair [evar] that required reintervention with custom-made fenestrated anaconda devices. Data was collected between march 2013 and march 2022. There were 2987 reinterventions using the fenestrated anaconda endograft after evar of which 252 patients were with gore® excluder® aaa endoprosthesis device(s). The indication for the reintervention was migration of the gore® excluder® aaa endoprosthesis device(s). The other 2735 patients requiring reintervention experienced migration of medtronic device(s). No additional information was provided regarding gore® devices.

Manufacturer narrative:
The reported serious injury was reported in the following literature article: jubouri, m., surkhi, a. O., tan s. Z. C. P., bailey, d., m., williams, I., m., bashir m. Can the fenestrated anacondatm salvage failed competitor endografts? An international frame of reference. Asian cardiovasc thorac ann. 2023;31(7):582-588. Doi:10.1177/02184923221138505. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. E1: address line 1: health education and improvement wales (heiw). The serial number remains unknown; therefore, a review of the manufacturing records could not be performed. Reached out to the corresponding author for more information, answers pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: jubouri, m., surkhi, a. O., tan s. Z. C. P., bailey, d., m., williams, I., m., bashir m. Can the fenestrated anacondatm salvage failed competitor endografts? An international frame of reference. Asian cardiovasc thorac ann. 2023;31(7):582-588. Doi:10.1177/02184923221138505. The study is an analysis of patients with abdominal aortic aneurysm [aaa] and previous endovascular aortic repair [evar] that required reintervention with custom-made fenestrated anaconda devices. There were 2987 reinterventions using the fenestrated anaconda endograft after evar of which 252 patients were with gore® devices. The indication for the reintervention was migrated gore® device(s). The other 2735 patients requiring reintervention experienced migration of medtronic device(s). No additional information was provided regarding gore® devices.